Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to the day of treatment. Review of the logfile for the day of treatment shows no technical problem with the system which can contribute the reported issue. Review of the patient data files provided indicates the settings for the laser were as per recommended, which are also conform to the recommendation by inlay manufacturer. Based on the provided files a malfunction of the laser is not indicated, that could have lead to superficial keratitis, mild haze after the pocket procedure. Corneal haze is a known side effect of refractive laser surgery. The root cause of suction loss can be attributed to the surgeon intentionally breaking suction to reposition the positioning of the start point of the corneal pockets. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported central superficial punctate keratitis (spk), and minimal surface haze at three months post presbyopic corneal pocket inlay procedure of the right eye. At initial surgery day suction was obtained, however; the surgeon decided to break suction to reposition the start point of the corneal pocket to a temporal position, instead of a superior position. The surgeon has indicated he is unsure if the issue is related to the inlay, or the femtosecond laser.